Event description:
The hcp reported the patient had been experiencing massive spasms. Attempts were made to access the pump, invasive radiology and xray studies were done and showed the catheter was broken and the pump was not pumping intrathecal baclofen into the intrathecal space. The pump and catheter were explanted and replaced. The patient recovered without sequela. The hcp reported the patient is very thin and very active and "we think his bony pelvis sheared the catheter in the process of his activities."